Event description:
The lay user/pt called lifescan (lfs) on july 23, 2006 and alleged that her meter was reading inaccurately high. The med affairs spec spoke to the pt on july 24, 2006, and obtained and verified the following info. In 2006, the pt tested her blood glucose in the morning and obtained a result of 202 mg/dl, which is normal for her. She ate her breakfast and took 2 units of her novolog insulin. She then tested at lunch and obtained a "normal" result (she did not recall the result). She took her insulin and ate half a sandwich, an orange, and milk. She tested after lunch and obtained a result of "hi". She took 10 units of novolog and retested 4 times with a time difference of about 30 mins between each test and the meter cosistently read "hi". Each time she received the "hi" result, she took between 7 to 10 units of novolog. She reported that her left hand felt numb and the room was spinning at the time of the high results. She stated that she felt that the meter was reading correclty. Her husband called the hosp and they advised that the pt keep testing and if her blood glucose did not drop, to come to the hosp. The pt tested at approx 5:00 p.m. And obtained a result of 325 mg/dl. At the time of this test, she felt sweaty and nervous. She drank some juice and felt better. The pt did not seek any med attention at the time of this concern. The testing technique was correct and the technique for cleaning the puncture site was correct. The pt's husband performed a control solution test, but she does not recall if it passed. This complaint is being reported, as the pt was obtaining high readings and was treating herself based on the high readings. Subsequently she experienced low blood glucose symptoms (sweating and nervousness), but her blood glucose result was 325 mg/dl. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received. If the meter is returned. Lifescan will evaluate it and, if the meter does not pass inspection. Lifescan will inform FDA of the results in a supplemental report.